Manufacturer narrative:
The reagent lot number and expiration date were not provided. The customer noted issues with the calibration and qc prior to the patient testing. The field service engineer found the customer qc was running high, even though it was still in range to pass. He performed successful precision testing on multiple assays. The customer adjusted the qc ranges. The investigation is ongoing.

Event description:
There was an allegation of questionable hemoglobin a1c results for approximately 500 samples from the cobas c 503 analytical unit. Data for one patient was provided. The initial result was 6.75 %. The repeat result using another analyzer was 5.60 %. This result was believed to be correct.

Manufacturer narrative:
Based on the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.